Event description:
It was reported that the ventilator did not built up tidal volume during operation. There was no patient harm. Manufacture's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not built up tidal volume. The ventilator was investigated at site by our field service engineer. The reported event could not be duplicated during investigation and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The ventilator logs were evaluated and it was noted that the ventilator generated alarms for expiratory minute volume low, vt insp. Overrange, peep low and paw high dated (B)(6) 2023. The generated alarms indicates that a leakage situation occurred. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction. The root cause for the reported issue could not be determined.